Event description:
End user stated unit lights amber low o2 shuts down on them they have a concentrator and homefill. They are visiting in (B)(6). They have reached out to their provider and are not getting a response.